Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer had error message needs bottle sensor which was resolved by undoing the cover for the pressure sensors and pop out the pressure sensor. After popping out the old ones, replaced them with new ones. The cover was put over the pressure sensors. Then attached unit to pcu tested set up , then ran a preventive maintenance test on alaris system maintenance software. There was no patient involvement.